Manufacturer narrative:
Qn#(B)(4). The customer returned a spring wire guide (swg) assembly, ars with introducer needle attached, catheter, dilator, and catheter over needle for evaluation. Signs of use in the form of biological material were present on the introducer needle. Visual inspection revealed offset coils just proximal to the j-bend. The distal j-bend was slightly misshapen but intact and both welds appeared full and spherical. No defects or anomalies were initially observed on the ars. However, after resistance was felt trying to push the guide wire through the ars, significant biological material was found inside after cutting the ars. The offset coils in the guide wire measured 589 mm from the proximal tip. The overall length of the guide wire measured 603 mm which is within specification of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured 0.793 mm which is within specification of 0.788-0.826 mm per product drawing. The returned guide wire was attempted to pass through the returned ars. Initially, resistance was felt and the guide wire was not able to pass. A lab inventory wire was force through, but not much biological material came out of the ars as expected. The ars was cut at the location that resistance was being felt. More biological material fell out. The swg was then able to be inserted with minimal resistance. The returned guide wire was also passed through the returned catheter and 18 ga introducer needle with minimal resistance. A manual tug test confirmed both the distal and proximal weld of the guide wire were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The customer complaint of a damaged guide wire was confirmed by the complaint investigation of the returned sample. Visual inspection revealed a misshaped j-bend and offset coils just proximal to the j-bend. The returned guide wire was attempted to pass through the returned ars. Initially, resistance was felt, and the guide wire would not pass through so the ars was cut. A significant biological material was found in the ars. Once this material was removed, the guide was able to pass through with minimal resistance. A device history record review was performed, with no relevant finding. Based on the sample received, the root cause of this investigation is deemed to be unintentional use error. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports when inserting the guide wire to syringe, the syringe was blocked, and the guide wire could not pass the syringe. The md could not proceed with the procedure. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates spring wire guide/ars resistance - kinked.

Event description:
The customer reports when inserting the guide wire to syringe, the syringe was blocked , and the guide wire could not pass the syringe. The md could not proceed with the procedure. A new device was used to complete the procedure.